Event description:
It was reported the case is cracked at the input connector (ventricle side). It was also reported the input connector is broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken, however it could not be confirmed that the output connector was broken. It was noted that the upper case was broken, the battery release was contaminated, the ring cover was broken, the lead flex cover was broken, one board connector cable was contaminated, the ventricular output connector was missing, the battery contacts were compressed, the battery drawer was damaged, the encoder flex was damaged, the battery flex was contaminated, the heart lead flex was contaminated, and the display was contaminated. (B)(4).